Event description:
The customer reported that the insulin pump delivered a bolus that he did not program. The customer uploaded the insulin pump to carelink, and found a bolus of 1.8 units was delivered in the morning. The customer stated that this was not the first time it had happened. The customer was advised that the insulin pump is either programming the bolus on its own or somehow he is pressing the buttons. The customer stated that he would monitor the insulin pump, and call back if needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.